Manufacturer narrative:
Brasseler is reporting this alleged product malfunction in an abundance of caution. The allegationsof malfunction have not been confirmed due to the inability of brasseler to perform an investigation of the product which was not returned by the customer. Brasseler will follow-up with a supplemental report if more information becomes available.

Event description:
When performing a left total hip replacement, the doctor was drilling the greater trochanter when the 2.0 drill bit broke inside the patient's bone. The doctor was unable to retrieve it. The doctor reported they will evaluate under x-ray while post op x-rays are taken. No other information has been provided.